Event description:
Healthcare professional reported injecting a patient in the midface with juvéderm voluma® xc. Two months later, the patient reported ¿delayed onset nodules¿ in the lower left cheek and under the right eye. Two weeks later, the patient was treated with hylenex. The right side responded to the treatment, but the left side was ¿thick.¿ a month later, the patient was prescribed medrol dosepak and clarithromycin 500 mg 1 tablet twice daily x 14 days and given more hylenex. A month later, a third hylenex treatment was given. The event was ongoing, no longer palpable but were smaller.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.